Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. The patient was brought into the office where the sensing vector was reprogramed from primary to secondary. It was noted there was a smartpass episode from approximately two weeks earlier. Boston scientific technical services (ts) was consulted to review x-rays from implant and after the smartpass episode. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that ts stated the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts also reviewed the x-ray and found the electrode appears to be fully inserted. However, noted that the images do not show the device from a complete perpendicular plane. Ts discussed additional troubleshooting and programming options. The s-ICD remains in service.